Manufacturer narrative:
Received one photo (from the customer) showing the 0.2 micron filter with the outlet filter vent circled. No leakage was observed. The complaint of leakage could not be confirmed on the returned open/unused 142540489 primary plum set. No visual damages or anomalies noted. The product was tested per product specification. There was no leakage. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Initial reporter full phone number: (B)(6).

Event description:
The complaint/event involved a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch. The reporter noticed that the patient's t shirt was wet during infusion of cisplatin and mannitol. Upon further inspection, it was observed that mannitol was leaking from the filter box. The charge nurse (carmen) changed the filter line and decreased the volume for the infusion with the small tubing s/l in case it could have contributed to it. Medical intervention was not required and intubation was not necessary. There were no unusual circumstances and no patient harm reported.